Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 387 mg/dl. The customer stated that she was trying to change her infusion set and fill the reservoir, but she kept receiving an error. She stated that when she took the battery out, the error would keep looping. She advised that she had bolused an hour prior to the call. No other significant events leading to the alarm were noted. She stated that she may have pressed the drive support cap while she was connected to the infusion pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and or loose drive support disk. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.